Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical devices: zimmer kinectiv femoral stem; catalog#: unknown; lot#: unknown; metasul head hip impl win gen; catalog#: unknown; lot#: unknown; metasul head adapter hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a durom cup on the left side. Patient started experiencing symptoms of discomfort and mechanical symptoms over the previous 1 and half years and a pseudotumor was confirmed on the MRI. Hence, patient underwent a 2-stage revision surgery. Stage 1 - excision of pseudotumor from the left pelvis and left proximal anterior thigh. Stage 2 - revision of left total hip arthroplasty with excision of left hip pseudotumor.